Manufacturer narrative:
(B)(4).

Event description:
The service report shows the customer reported that the 840 ventilators keyboard was unresponsive. Malfunction did not occur during pt use. The covidien customer support engineer (cse) replaced the keyboard. The unit passed extended self-testing.